Event description:
The customer reported that erroneous low and suppressed triglyceride (tg) results were generated from a unicel dxc 600i synchron access clinical system for one patient's sample over two days. This report is two of two and represents the erroneous low tg and suppressed results generated for the patient on (B)(6) 2011. The results on (B)(6) 2011 were repeat results of a previously generated patient sample result on (B)(6) 2011. Multiple repeat results were generated in varied forms of diluted state. Beckman coulter assessment of customer supplied data indicated that one of the repeat results was a suppressed result with an "out of instrument range" instrument message. Subsequent retests of the sample generated numerical results. Additionally, one of the repeat tests generated a result of 1053 mg/dl. Subsequent and previous tests of the same sample generated higher results. The erroneous tg results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The patient sample was "grossly lipemic". No other system issues or issues with other chemistries were noted.

Manufacturer narrative:
Service was not dispatched to the site to address this issue as it appeared to be a sample specific issue. No definitive root cause has been determined to date. Mdrs associated with this event: 2050012-2011-06154; 2050012-2011-06301.